Event description:
It was reported that the device was explanted after an implant duration of approx 5 years due to aggressive calcification of all leaflets. No other details were provided.

Manufacturer narrative:
Device not returned.